Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: device analysis revealed a white, bubbly/blistery substance near the distal end. The returned device was slightly bent, and a small amount of friction was noted during functional test, likely due to the observed bends. Previous investigation of the white, bubbly/blistery residue indicated that the residue could be polyvinylpyrrolidone from the hydrophilic coating. Previous investigation included scanning electron microscopy / energy dispersive x-ray spectroscopy and fourier transform infrared spectroscopy testing. The previous testing of what appeared to be similar residues from previous investigations confirmed the residues to be polyvinylpyrrolidone from the hydrophilic coating. It can be concluded that the source of the white residue was not foreign material. The white color of the residues was possibly an optical effect due to delamination; however, a definitive cause of the delamination could not be determined. In this case, it should be noted that although the hydrophilic coating possibly delaminated, the coating was still present on the guide wire. It should be noted that attempts made to reproduce the observed residues with a demo micro catheter and guide wire were unsuccessful. Event information did indicate that intermittent flushing was performed. Functional testing with the renegade catheter found blood in the hub of the returned device, which caused resistance during functional testing. Based on this information, it is believed that insufficient flushing resulted in the reported issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related, as the device directions for use states "it is recommended that a continuous saline flush be maintained between the guiding catheter and the interventional device and between the interventional device and the guide wire during the procedure. Flushing prevents contrast crystal formation and/or clotting on the guide wire and in the catheter lumen." (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a embolization treatment procedure, difficulty inserting a guide wire occurred. The indication of the procedure was for treatment of the hypogastric artery. After placement and flushing of a renegade 18 microcatheter an attempt to insert the fathom 16 guide wire was made but due to heavy resistance insertion of the device was not possible. Repeat flush of the renegade 18 was performed but still heavy resistance with the fathom 16 guide wire was encountered. The procedure was completed with another fathom 16 guide wire. No patient complications were reported and the patient's status is good. Returned product analysis revealed guide wire delamination.